Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-03202 and 2134265-2016-03043. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified middle to distal left anterior descending (lad) artery. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a pullback sled to view the target lesion. During a percutaneous coronary intervention (pci), automatic pullback was performed after the opticross imaging catheter crossed the lesion. Observation and recording were then performed. However, when the lesion was observed using manual pullback, the telescope of opticross imaging catheter was kinked and the device became unable to be pulled back. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.